Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 234-271 mg/dl. Reportedly, prior to the report to tandem technical support, customer changed the cartridge and infusion set multiple times address the issue, therefore, troubleshooting could not be performed to determine a root cause.